Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer had tried using a different infusion set. The customer's blood glucose (bg) level was 321 mg/dl and a correction bolus was used to address the bg level. A system check was performed and the occlusion appeared to be within the cartridge. The customer changed the cartridge and insulin was observed exiting the tubing.